Event description:
It was reported via repair work order that the side rail could not be latched in place due to damaged latching bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.